Manufacturer narrative:
Main investigation conclusion: the reported event of a dim pump running led was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 3 days (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). The pump was able to operate at speeds above the low speed limit throughout the log file. There were no notable alarms active in the log file. Pump operation was not affected. Additional information provided on (B)(6) 2021 stated that the heartmate 3 system controller (serial number: (B)(6) will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the green circles were not illuminated on the controller. The controller was exchanged. A review of the log file revealed routine events with no notable alarm conditions or parameter changes.